Event description:
It was reported that during a pump replacement on (B)(6) 2014, the catheter tip was at t7 and the catheter access port (cap) was at ¿5.¿ there was no flow through the cap. A dye study was done and the catheter appeared to be intrathecal. No further information regarding any patient impact, further intervention taken, or the specific nature of the issue was received. Follow-up has been conducted and a supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).